Manufacturer narrative:
Surgical intervention. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of initial surgical procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Date and results of mesh excision? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological surgical procedure in 2008 and the mesh was implanted. The patient experienced mesh erosion and minor to the patient qol affecting sexual function. The patient underwent a mesh excision around urethra and near to vagina. Additional information has been requested.